Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has an excessive no delivery alarm while giving bolus on insulin pump. The customer's blood glucose level was 140 mg/dl. The customer was hospitalized due to amputation below the knee. The customer stated the no delivery alarm was resolved by complete infusion set change. The customer reported that he lost his bayer meter charger and quick serter. The customer was advised that we will replace the quick serter as courtesy then transfer the customer to bayer for meter charger. No further information was reported.